Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced low blood glucose levels on (B)(6) 2025 due to too much insulin administration. The patient was subsequently hospitalized on (B)(6) 2025. No further information available.